Manufacturer narrative:
Complaint is confirmed. The complaint is confirmed based on the customer provided photo, which displays the damage of the broken drill. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Manufacturer narrative:
Complaint is confirmed. The complaint is confirmed based on the customer provided photo, which displays the damage of the broken drill. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported that during a jones fracture surgery the drill broke and a piece of it stayed inside the patient bone, because the doctor chose not to take it out. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.